Manufacturer narrative:
Additional information: h6: complaint is not confirmed. Upon visual evaluation, chips around the edges were noted and showed signs of wear on the device. The most probable cause of this damage is by applying excessive force used to pry and/or leverage the device. However, no x-rays were provided to confirm the complaint. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by a patients legal representative by mail, received on 9/6/2022, that the patient underwent a left total knee replacement on (B)(6) 2013. The surgery was performed utilizing arthrex¿s ibalance tibial tray ar-503-tttf, lot 108761150. Thereafter, the patient began to experience pain, swelling and discomfort in his left knee. On (B)(6) 2020, he presented to a different surgeon for evaluation. During this visit the surgeon informed the patient of the possibility of premature mechanical loosening of the ibalance knee prosthesis and revision surgery was recommended. On (B)(6) 2021, the patient underwent a revision procedure at leigh valley health network. According to the patient, the surgeon noted that the tibial component was grossly loose during the revision and that his tibial tray device was subject to a recall. According to the part/lot numbers identified in the photographs the patient¿s legal representative provided, the specific tibial tray is not subject to a recall.